Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that the string of a laparotomy sponge ((B)(4)) separated from the sponge while removing the sponge from a patient during surgery. The defective sample initially was reported to be available for evaluation. As of the date of this report, that sample has not been returned. Raw material inventory of the lap sponge was checked and no non-conforming product was found. The work order for the reported lot number was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The raw material is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4). A response is due april 7, 2017. As of the date of this report, a response has not been received. The investigation is ongoing. When new and critical information is received, this report will be updated.

Event description:
The string to the lap sponge has been breaking off from the sponge during the removal of the sponge from the patient during surgery.